Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/24/2015 with the following findings: the battery compartment was observed to be cracked. The pump successfully performed the prime sequence functions. The pump failed a force sensor calibration check due to a force sensor calibration reading below the lower specification limit. The pump failed a leak test due to a battery compartment leak. The pump case was removed, and evidence of moisture ingress was found on the force sensor and other internal components; this device failure caused the force sensor issue. The pump passed a force sensor resistance check. User error caused or contributed to the occurrence of moisture ingress, as the instructions for use instruct the user to refrain from exposing a damaged pump to moisture. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed an out of specification force sensor calibration reading. This report is made based on results of investigation completed on 08/24/2015.